Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was written yohei yukizawa, md; lawrence d. Dorr, md; jeri a. Ward, rn; zhinian wan, md. Manufacture date ¿ ni ¿posterior mini-incision with primary total hip arthroplasty: a nine to ten year follow up study¿ the journal of arthroplasty 31 (2016) 168-171. Medical product - unknown zimmer shell catalog#: ni lot#: ni, unknown zimmer stem catalog#: ni lot#: ni, unknown zimmer head catalog#: ni lot#: ni

Event description:
An unknown number of patients identified in a journal article experienced wear of the polyethylene liner. No revisions were reported and no further information has been provided.